Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the afternoon of (B)(6) 2025, the patient reported performing a bg comparison approximately two days after applying the sensor to the abdomen. At that time, his fingerstick bg measured 117 mg/dl, while his insulin pump and dexcom app displayed 143 mg/dl. A few hours later, the patient repeated a fingerstick measurement, which showed a blood glucose level of 260 mg/dl. His cgm showed a corresponding reading of 333 mg/dl. Approximately one hour prior to the report, the patient noted readings of 348 mg/dl (bg) and 358 mg/dl (egv). The patient stated that around 4:00 pm that afternoon, he lost consciousness. Upon regaining consciousness (time unspecified) his dexcom device displayed a reading of 89 mg/dl. He did not perform a confirmatory fingerstick at that time but believed the dexcom reading to be inaccurate because the loss of consciousness occurred shortly before. The patient did not seek medical evaluation and did not take any medication related to the event. He was unable to recall the glucose value immediately preceding the loss of consciousness, and no comparison measurement was obtained before the incident. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.